Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was alerting. The crt-d had reached possible premature battery depletion. It was also noted that there are high outputs on both the right ventricular (rv) lead and left ventricular (lv) leads. The crt-d and the leads remain in use. No patient complications have been reported as a result of this event.